Manufacturer narrative:
This report is submitted on june 06, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011. H3 other text: implanted device remains.

Event description:
Per the clinic, the patient underwent revision surgery to reposition the implant on (B)(6) 2017.